Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated and the power supply was adjusted during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the work station keyboard locked up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.